Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 2/12/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the tip of the 3 mm x 8 cm orbit galaxy complex xtrasoft coil (640cx0308 / 30000694) was stretched during the procedure. There was no report of any procedural delay due to the issue; the procedure was successfully completed without any patient consequence or adverse event. It was reported that no other information is available. The orbit galaxy complex xtrasoft coil was returned for evaluation and analysis. The investigational finding is documented below. The 3 mm x 8 cm orbit galaxy complex xtrasoft coil was returned coiled and contained in a pouch. The hypotube underwent inspection and there was no damage noted on the hypotube. The coil introducer was also observed to be without any damage. The support coil, the gripper, and the embolic coil were received inside the coil introducer. Under microscopic inspection, the gripper was observed to be without damage and in good condition. The embolic coil was observed to be stretched. Confirming the issue reported in the complaint that the coil was stretched. Manufacturing record review was performed for the finished device for this lot (30000694) and it was confirmed that there were no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The reported issue that the coil was stretched was confirmed with the microscopic visual inspection performed on the returned device. Coil stretch is a known potential issue associated with the use of the device. With the limited information available for the complaint, the exact cause of the stretched condition of the coil could not be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. It is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the coil becoming stretched as reported in the complaint. Device selection and the concomitant microcatheter and the degree of flush maintained during the procedure are also factors that could have contributed to the coil becoming stretched. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 3 mm x 8 cm orbit galaxy complex xtrasoft coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that the tip of the 3 mm x 8 cm orbit galaxy complex xtrasoft coil (640cx0308 / 30000694) was stretched during the procedure. There was no report of any procedural delay due to the issue; the procedure was successfully completed without any patient consequence or adverse event. It was reported that no other information is available. The device is not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30000694) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil stretch is a known potential issue associated with the use of the device. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the tip of the 3 mm x 8 cm orbit galaxy complex xtrasoft coil (640cx0308 / 30000694) was stretched during the procedure. There was no report of any procedural delay due to the issue; the procedure was successfully completed without any patient consequence or adverse event. It was reported that no other information is available. The device is not available to be returned for evaluation and analysis.